Event description:
The technician found that the scale would not accept calibration due to fluid ingress onto the scale board.

Manufacturer narrative:
The account replaced the scale board to repair the bed.